Event description:
A male underwent initial aaa repair in 2001 with another MFR's endovascular graft. The pt had a very tortuous anatomy but the physician elected to place a renu converter graft in 2005 with a right-to-left fem-fem bypass. Over time a type I endoleak developed due to neck dilation. The graft was in place and had not moved, so the physician coil embolized the leak without difficulty (1820334-2007-00513). The leak redeveloped and the aneurysm enlarged from 6.9cm to 7.8cm (1820334-2008-00215). The pt underwent an additional procedure in 2008, and a converter graft was placed and the endoleak persisted, so the physician then placed a main body extension graft. The endoleak continued so he then placed another MFR's graft and this resolved the endoleak. The pt returned for follow up, including CT sixteen days later. This revealed a type I endoleak recurring so two months later, the pt underwent an open juxtarenal aaa repair/explant. Pt outcome is unk at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. No product was received to assist in this investigation. This event was most likely due to the pt's anatomy. However, we have notified the appropriate individuals and we will continue to monitor for similar events.